Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had buttons unresponsive with button error alarm and motor error alarm. Insulin pump was exposed to moisture. Customer stated that they able to clear alarm and able to complete rewind. Customer stated that they received compromised force sensor system error alarm during priming tubing. Customer stated that blood glucose was unstable. The insulin pump will be returned for analysis.